Event description:
It was reported via repair work order that the jack was stuck in the raised position and would not lower due to malfunctioned release linkages. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.